Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t2 pre-deployed." The allegation did not physically coincide with the device returned. T1 was absent and there was remaining cut suture in its location. T2 was not pre-deployed, but rather, was still seated within the needle track. The depth limiter was attached. The needle was visibly bent and toward the left and slightly downward. The device no longer cycled or actuated properly due to the needle disfigurement. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a meniscus repair procedure, t2 pre-deployed. T1 was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.